Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the lead was taken out, cleaned, and reimplanted, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to set their device to MRI mode due to a high impedance measurement. As a result, the patient may undergo surgical intervention to address the issue.